Manufacturer narrative:
The device remains implanted. This report will be updated should additional information become available.

Manufacturer narrative:
Device remains in service with changes in programming. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received, shocks were appropriate device function based on programming. First shock was delivered do to a ventricular rate being greater than the atrial rate. Post shock detection enhancements were programmed off at that time. Patient was experiencing an atrial flutter with a 1 to 1 conduction followed by a ventricular tachycardia (vt). Programming changes were adjusted for post shock detection enhancements on per discussion with boston scientific technical services (ts). There were no adverse patient effects reported.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had received multiple inappropriate shocks for suspected sinus tachycardia, and subsequently therapy was exhausted. There were no adverse patient effects. A request for additional information was sent.